Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 82 or 84 mg/dl at the time of admission. The customer was given a tube of glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the call was dropped and the customer could not be reached back. The customer reported reduced battery longevity, delayed response to new batteries, louder and longer rewinds, a dark spot on the display, as well as physical damage on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device was monitored for one day. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. The motor functions properly during testing. No motor noise anomaly during the rewind test noted. No rewind anomaly noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker. (B)(4).